Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm, us catheter was selected for use, the catheter stopped irrigating when the array was in basket shape. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.